Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with cracked case at display window corners, battery tube threads, broken belt clip slot, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the keypad on the insulin pump isn't working. Customer's blood glucose was 160 mg/dl. Customer changed the battery and the issue persisted. Customer stated the device wasn't exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer stated the insulin pump alarmed button error while he was on hold. Customer agreed to return the device for analysis.